Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced in-stent restenosis. The 75% stenosed target lesion was located in the mid right coronary artery (rca) was 10.0mm long with a reference vessel diameter of 2.75mm. A percutaneous coronary intervention (pci) was performed with an unknown balloon, taxus express2 and a cypher stent were implanted. The 201 days post index procedure in-stent restenosis occurred, it was noted that the event was "resolved".

Event description:
It was further noted during the index procedure that the physician deployed a 2.75x12mm taxus express2 stent in the mid rca. Post-dilation was performed with 25% residual stenosis. In (B) (6) 2009, ischemic symptom were confirmed in the mid rca and distal rca by a follow-up coronary angiogram (cag). In (B) (6) 2009, a pci was performed. The target lesion located in the mid rca was 30.mm long. The 90% stenosed target lesion located in the distal rca was 10.0mm long with a reference vessel diameter of 3.0mm. The lesion was treated with a plain old balloon angioplasty, and deployment of a non-bsc stent. Residual stenosis was 25% with timi flow 3. The event was resolved and the patient discharged 2 days later.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)